Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 3.1 was unable to stay recovered. The field service engineer replaced the drawer control board on main hh drawer 3.1 and also replaced the retractor band on the same drawer. The engineer installed two new slide bumpers one each on main hh drawers 3.2 and 4.1. Additionally, the engineer realigned the ball bearing cage and installed one new slide bumper on aux fh drawer 7 as preventive maintenance. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half-height drawer continued to fail. Drawer 3.1 was unable to remain recovered, and multiple cubies had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.